Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8591-38, lot# a38234, implanted: (B)(6) 2004. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a break in the connector pin of the catheter, which caused a fluid buildup in the pocket. The patient had felt the catheter on top of the pump at times. The patient had underdose symptoms which were detailed as poor pain control, and the patient¿s pump pocket was swollen. After the last pump refill, it was noted that clear fluid wept from the puncture site. The patient had a ¿pocket exploration¿ on the day of this report, in which two holes, distal to the connector pin from previous catheter splicing, were noted. The catheter was cut, distal to the puncture, and further troubleshooting was done to ensure catheter efficacy. Ultimately a sutureless connector was attached and the catheter was reattached to the pump. The medication dose was reported to have decreased to 2.5mg/day. The pump was infusing morphine and bupivacaine. It was later reported there was a hole ¿at the catheter mechanism¿ and the patient had ¿a bunch of fluid on top of my pump¿. The patient went to the emergency room (ER) ¿a couple weeks¿ prior to this report date for the fluid buildup. The patient said, ¿I thought the thing exploded in my belly, it was so big.¿ it was reported, nothing was done for the patient at that time. This was the first time the fluid buildup was noticed. It was said the catheter moved to the front of the pump, but the CT scan could not confirm that because of all the fluid. The fluid buildup was said to have been confirmed as medicine. The patient told her physician ¿like a year ago¿ that she felt the catheter lying on top of the pump. It was said the way the catheter was, rubbed her skin raw. The patient was in a lot of pain the day after this report date. She also did not sleep ¿at all¿ the night prior to this report. The patient had both back pain and incision pain. The patient also was unable to void since surgery. The patient had urinary catheters left over from a previous urine retention problem, in which she used to empty her bladder. Since surgery, the patient¿s medications were decreased ¿by 70%.¿ since the procedure completion, the patient reported that the personal therapy manager (ptm) was ¿inactive¿ since the procedure, giving the patient the message ¿pa disabled¿. The patients dose had been decreased following the revision, thus it was said to be possible that the hcp intentionally disabled the ptm due to the decreased dosage. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported per the health care provider (hcp), the patient had a revision due to ¿feeling¿ the catheter over the pump site and fear of it interfering with the pump refills. The patient was also having difficulty communicating with the ptm device when telemetry was done. Edema over the pump was noted and the catheter tear subsequently found during revision. The patient outcome following the catheter revision was ¿no injury¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).